Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh/bso and cystoscopy; due to enterocele, cystocele, rectocele, b/l paravaginal defect, sui, fibroids, menorrhagia and pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to rotted, deteriorated mesh into bladder, chronic pain and infections. (B)(4) ¿ urinary problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by aan attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.